Event description:
IV started (B)(6). Reported IV leaking following day. On (B)(6), pt ready for discharge and complained of IV site redness. IV discontinued. Prior to discharge, gauze was removed to site, purulent drainage noted. Required add'l 6 day hospital stay with treatment for mitral valve vegetation, followed by IV antibiotics as outpatient. We have had 6 (total) peripheral IV-related infections since implementation of new IV extension sets.